Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the synchron lxi 725 clinical system. A patient sample when tested for accutni gave a result of 0.71ng/ml and when repeated on a different instrument, it gave a result of 0.01ng/ml. Another sample was obtained from this patient and gave a result in the normal reference range. The actual result however was not supplied. Another patient when tested gave an accutni result of 0.71ng/ml, and a result of 0.02ng/ml when tested on a different instrument. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in li heparin tubes with gel separators. Sample appearance of sample 1 was icteric. Qc performed on the day of the event was out of specifications high. Qc was within the customer's established ranges by the evening of the next day. A field service engineer (fse) was on-site in 2009. Fse performed a system check which failed. Fse then replaced some hardware and performed repairs after which system check performed met specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.